Event description:
Family member reported that the pt on tube feeding was hospitalized approx three weeks ago for "gastroparesis.' While in the hosp, they complained of a burning sensation in their arm during infusions of saline. Per reporter, the burning sensation was noted soon after the start of the intravenous infusion line. Reportedly, they required benadryl for burning throughout hospitalization. Reporter did not know the type and brand of intravenous administration set the pt was using while in the hosp. In 2003, they saw an allergist who tested their sensitivity to vaseline, tape, and product. It is not known if this product was used in the hosp. Per reporter, no reaction was noted to tape nor vaseline. However, after 8 minutes an inflamed rash was noted at the site where product was applied. Subsequently, pt required an unknown dose of benadryl by mouth for the rash. Per reporter, the rash resolved sometime within one hour of receiving benadryl. There was no report of sequelae.